Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported insulin spilled inside the cartridge compartment of her insulin infusion device. She stated she started to smell insulin and then noticed the cartridge compartment was full of insulin. She indicated the insulin does not appear to be coming from the infusion set or from the top of the cartridge. She stated her blood glucose reading is 152 mg/dl with her normal range being around 150 mg/dl. She stated she is pregnant so it is very important she keep a tight control on her blood glucose. During troubleshooting, the patient was instructed to disconnect from her infusion site and remove the cartridge, adapter, and infusion tubing. The patient stated the liquid did smell like insulin. The patient was then instructed to remove the infusion set tubing (competitor product) from the adapter cap. The patient indicated that the insulin must have been leaking from the luer lock of tubing. She stated the tubing was not broken nor torn. The patient was advised to change her tubing before reconnecting to her infusion device. On follow up, the patient she stated she did have some condensation in the infusion device but she dried it out with a cotton swab. She stated the infusion device is dry and working properly. The patient was sent and extra battery cap and adapter. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.